Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has scar tissue on her abdomen around where she inserts her glucose sensors. Her blood glucose was unknown at the time of reporting. Best practices regarding sensor locations were explained to her. No equipment was returned. No additional information was reported.